Manufacturer narrative:
Approximate age of device ¿ 10 days. The pump was not explanted and therefore was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke, neurological dysfunction, and bleeding are listed in the instructions for use (IFU) as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. He patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 17feb2019. It was reported that the patient expired on 26feb2019. The patient had a middle cerebral artery stoke. The patient's family refused further treatment. No autopsy was performed and the pump was not explanted. No additional information was provided.